Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3777-75 lot# va01sl6021 serial# implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type lead product ID 3777-75 lot# va01sl6023 serial# implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type lead report source: (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that the patient complained that the functions of the adaptivestim might not be working normally. While the device was used, the battery depleted earlier even though the device was recharged. The device settings were not known. No x-ray images were available. There were no known external factors that contributed to the event. No diagnostics or troubleshooting was performed. The action taken to resolve the event was the ins was replaced. Analysis of both sensor function and battery performance/capacity was requested. The issue was not resolved at the time of this report. No patient symptoms were reported. The patient was alive with no injury. The physician¿s observation about severity was no severe. No further complications were reported or anticipated.